Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that for several months has experienced a return of bowel incontinence and would like to make an adjustment. When asked, patient said that has lost a lot of weight in the last year or two and as a result has lost 30 pounds. Patient said that was because they are diabetic and was taking medication for that. Patient said that before started medication weighted 179 lbs., and now weight 136 lbs. Patient said saw there pcp physician last week who said that patient shouldn't lose any more weight. Pcp said would contact pharmacist to adjust medication to slowly taper patient off of that particular medication. Agent did not ask about the circumstances that led to the reported issue. Reviewed therapy information and general programming guidance. With instruction patient attempted to connect to implant however was unable to. Patient repositioned the communicator several times however was still unable to connect. When asked, patient said that doesn't recall last setting and patient said hasn't had ins battery checked in about 1-2 years. Patient said typically only felt stimulation right after makes an adjustment and then no longer feels stimulation. Patient said that since losing the weight, the ins is visible in buttock area and sits on it, every time sits down and concerned it something might have moved. The issue was not resolved through troubleshooting. The patient was redirected to their h ealthcare provider to further address the issue. Patient mentioned that they will be returning to sc next month and will follow up with healthcare provider at that time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the patient was in the emergency room and said their stimulator had not worked in about 3 months. The patient stated that 2-3 months ago they noticed increased bowel movement leaving their body. The patient said they tried to connect to ins to make adjustments, but they kept getting devices that did not respond. The patient said they went to the ER to see if a gi doctor could help, but they were instructed to call mdt first. The patient mentioned they are using 8¿12 undergarments a day. The patient said in the past they could connect to ins and make an adjustment that helped their symptoms, but now they can't connect to ins. The patient's handset would not power on during the call, and the patient did not have a charging cord with them. Reviewed possible eos and redirected to hcp.